Manufacturer narrative:
Article citation: mason, madeleine m. Mda; kuruoglu, doga mda; zheng, eugene e. Mda; kerivan, lauren t. Mdb; nguyen, minh-doan t. Md, phda. Breast implant¿associated anaplastic large cell lymphoma awareness: an analysis of the responses to an institutional campaign and global recall. Annals of plastic surgery 91(5):p 529-533, november 2023. / doi: 10.1097/sap.0000000000003689 physician contact: madeleine mason m.d. Division of plastic surgery, mayo clinic 200 first street sw rochester, mn 55905 email: mason.madeleine@mayo.edu additional authors same contact address as above. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsulectomy, capsular contracture baker grade unknown, device removal.

Event description:
A journal article titled "breast implant¿associated anaplastic large cell lymphoma awareness: an analysis of the responses to an institutional campaign and global recall" was published. Patients that had a history of undergoing textured breast implants between certain dates were sent informational letters about bia-alcl. The article noted "there is general consensus that capsulectomy is reasonable and indicated for the treatment of capsular contracture, which affected some of the patients in our study and contributed to the rationale for a portion of the capsulectomies performed in this group of patients." Manufacturer of the device is not noted and is unknown. The side of the devices is unknown. One hundred eighteen patients with textured implants proceeded with surgery and removal under this study.